Event description:
Same case as MDR ID: 2134265-2013-06851. (B)(4) study. It was reported that chest pain, stent thrombosis, dyspnea, chest pain, diaphoresis and myocardial infarction (mi) occurred. On (B)(6) 2010, the patient presented with unstable angina. Cardiac catheterization was recommended. Coronary angiography and index procedure was performed the following day. The target lesion was a long lesion extending from mid right coronary artery (rca) to distal rca with 99% stenosis and was 10 mm long with a reference vessel diameter of 3.00 mm. The physician treated the lesion with placement of a 3.50 x 16 mm taxus liberté stent proximally. There appeared to be tension in the implanted proximal stent segment due to vessel tortuosity. This was relieved by the addition of an overlapping 3.50 x 12 mm taxus liberté stent. Following post dilatation, the residual stenosis was 0%. One day post procedure, the patient was discharged on aspirin and prasugrel. On (B)(6) 2013, the patient developed substernal chest pain associated with diaphoresis and shortness of breath. Electrocardiogram (ECG) revealed st-segment elevation in the inferior leads. Cardiac enzymes were noted to be elevated. At the time of the event, the patient was taking aspirin and the study drug was last taken (B)(6) 2013. Coronary angiography was performed. The target lesion was located in rca was treated with aspiration thrombectomy, balloon angioplasty, and placement of a 4.00 x 20 mm promus element plus drug eluting stent. Following post dilatation, the residual stenosis was 0%. Post procedure, the event stent thrombosis was considered to be resolved without residual effects. Two days post procedure, the event inferior mi was considered to be resolved without residual effects and the patient was discharged.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).